Event description:
The nurse reported that the patient was initially implanted with vns in 2004. About a year or less later, the patient began having "some sore of neck swelling or possible infection", so the vns device was disabled. The device was disabled for years until about a year ago (around 2012). No other information was provided.

Event description:
Additional information was received stating that the vns patient began having issues with her device since implant. The patient¿s device was disabled because the patient would experience neck pain and swelling during stimulation on-times. The patient was unable to tolerate a device output current above 0.5ma. The patient underwent surgery on (B)(6) 2014. Pre-operative system diagnostic results showed normal device function at the time. During the procedure, the surgeon noted that the lead electrodes were tightly wrapped around the vagus nerve and another unknown branch which was surrounded by a large amount of scar tissue. The surgeon attributed the patient¿s issues to the incorrect placement of the electrodes around both the vagus nerve and the unknown branch. The patient¿s lead and generator were replaced during the procedure. The patient¿s generator and lead were replaced during the procedure. The generator and lead replacement was reported in manufacturer report #1644487-2013-03847.